Event description:
On (B)(6) 2026 it was reported that the user experienced hyperglycemia with blood glucose (bg) levels of approximately 400 mg/dl, resulting in hospitalization and ICU admission. Emergency medical services were contacted on (B)(6) 2026 and the user was transported to the hospital where the user was treated with IV fluids and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia requiring hospitalization while off ilet therapy. Review of the reported sequence of events confirmed the user had disconnected from the ilet prior to hospitalization and did not refill insulin or resume insulin therapy prior to symptom escalation and ems transport. The user also reported uncertainty regarding the viability of available insulin and did not administer backup insulin therapy. Engineering log review for the reported event timeframe showed no malfunction alerts, no factory reset, and no motor errors. One instance of alert 60 (bluetooth communication) occurred on (B)(6) 2026 due to low-power mode after battery depletion and was not indicative of device malfunction. Based on available information, the event is attributed to user error involving failure to refill insulin and maintain insulin therapy. If additional information becomes available, a supplemental MDR will be submitted.